Event description:
A male pt, with history of pvd, underwent peripheral intervention (date unk) which concluded with use of mynx vascular closure device for access site hemostasis. The access site was reportedly at the superficial femoral artery which was noted to have calcium at the point of sheath insertion and the lumen diameter was less than 4.5mm. The mynx device was prepped and deployed by a trained operator and hemostasis was reported as successful. Two days post procedure the pt returned with reported coldness of the leg (ipsilateral). A second percutaneous procedure was performed from the contralateral side at which time, what was believed to be sealant was aspirated from the trifurcation of the anterior tibial, posterior tibial and tibial peroneal arteries. The percutaneous procedure was successful in restoring flow and the pt was discharged without further clinical sequelae. No further info is available from the site.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Per the mynx instructions for use: the safety and effectiveness of mynx have not been established in the following pt populations: pediatric pts or other with small common femoral arteries (<5mm in diameter). Pts with clinically significant peripheral vascular disease in the vicinity of the puncture. Based on the info reported, the root cause for the incident is use of the mynx vascular closure device in a vessel <5 mm and the presence of peripheral vascular disease in the vicinity of the puncture.